Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip caught [lip injury]. Painful - lip [lip pain]. The head comes off or has a gap in it and my lip already got caught in between, which is very painful - oral-b precision clean brushhead [injury associated with device]. The brush head comes off or has a gap in it [device breakage]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2017 that the head of the oral-b power oral care refills precision clean came off or had a gap in it. He explained that his lip had already gotten caught in between, which was very painful. The brush heads were purchased as a pack of 12 brushes, and this was not the first time that the consumer had used these particular brush heads. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 12-apr-2017 received consumer's follow-up e-mail: the consumer reported that nothing happened when he scratched the gray logo; the color and logo remained intact. The consumer still had 2 brushes left in the meantime. No further information was provided.

Manufacturer narrative:
On 25-jul-2017 product investigation results: reporter returned one toothbrush head on 26-jun-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Lip caught [lip injury], painful - lip [lip pain], the head comes off or has a gap in it and my lip already got caught in between, which is very painful - oral-b precision clean brushhead [injury associated with device], the brush head comes off or has a gap in it [device breakage], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via phone on 04-apr-2017 that the head of the oral-b power oral care refills precision clean came off or had a gap in it. He explained that his lip had already gotten caught in between, which was very painful. The brush heads were purchased as a pack of 12 brushes, and this was not the first time that the consumer had used these particular brush heads. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 12-apr-2017 received consumer's follow-up e-mail: the consumer reported that nothing happened when he scratched the gray logo; the color and logo remained intact. The consumer still had 2 brushes left in the meantime. No further information was provided.